Manufacturer narrative:
The customer reported that the complication of pneumothorax was not related to a product issue. The ion system did not exhibit any issues or unexpected behavior. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that a patient developed a pneumothorax during an ion procedure. Per the physician, the ion system did not exhibit any issues or unexpected behavior. The lesion biopsied was 4.5cm and was located in the right upper lung. The distance from the lesion to the pleura was 23mm. A diagnosis of adenocarcinoma was obtained. The likely cause of the pneumothorax is emphysema. The pneumothorax measured 14mm, and did not increase in size. A 14fr chest tube was placed. Patient symptoms were not reported. The patient was admitted to the hospital and remained for 7 days, with last follow up reported as stable. No other medical history was provided.